Event description:
Philips received a complaint by the customer on the v60 indicating that the customer was unable to charge the battery. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the customer was unable to charge the battery. The customer stated that the battery connector on the ventilator was not seating properly with the battery connection. The customer then discovered that the power harness connector was damaged and required a replacement. The customer requested the part number for the replacement power harness. The remote service engineer (rse) provided the customer with the part number of the power harness to order and replace. The investigation is ongoing.